Event description:
The account alleged, the bed has no power. The bed is not equipped with CPR and the head is stuck in the raised position.

Manufacturer narrative:
The technician found the control board was not functioning. The technician replaced the control board to repair the bed.